Event description:
Report received of an operator error in programming the device. The pump was programmed in 2002 at 8:30pm to deliver 1mg/ml morphine in the pca only mode with a pca dose of 2mg, a patient lockout of 15 minutes, and a 4-hour limit of 20mg. At 9:00pm, the pump was reprogrammed for a patient lockout of 10 minutes and no 4-hour limit instead of the intended 20mg 4-hour limit. The next day at 12:25a, the nurse noted that 28mg had been delivered to the patient within 4 hours instead of the intended 20mg maximum. The pump was discontinued and therapy was resumed on a replacement pump. The patient was closely monitored for several hours and no adverse patient effects were observed. Though requested, no additional information was available.